Event description:
During a routine scheduled mammogram at (B)(6) in (B)(6) during the test the skin in the crease under my right breast was split. The mammogram was particularly painful and felt like my skin was sticking to the plates. I did not realize my skin was split until later in the day. It was still sore so when I looked under my breast there was a 3-4 inch split in the skin. I did not seek medical attention but I did notify my pcp. Injury occurred during the test.